Event description:
A customer reported burning smell was noticed by the staff when the system was returned on. The system then shut down on its own. The system was switched out and the case was completed. This issue occurred during setup before the pt was brought into the room. There was no pt involvement.

Manufacturer narrative:
The facility canceled the service request. Several calls have been made to the facility to determine if the system will be returning for in-house eval, but no response was received. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).